Event description:
The epidural catheter was used for two days post surgical total knee replacement. Upon removal, it was determined that approximately 13cm had broken off and remained inside the pt. The clinician attempted to remove the 13cm section without success.